Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The right ventricular lead had increasing capture threshold, fluoroscopy revealed the lead had externalized conductors. Physician decided to monitor the lead.